Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor successfully deployed an angio-seal device in a st elevation myocardial infarction patient. The angio-seal appeared to have been deployed properly, however, a half an hour later it was noticed that the patient had a retroperitoneal hematoma. The patient had to receive a blood transfusion and was admitted in the hospital and stayed overnight. The blood loss was greater than 250cc's. The patient remains in the hospital in stable condition. The procedure outcome was successful. Additional information was received on 6/21/18- hemostasis was achieved with the angio-seal device but the bleed was found after in post care.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.